Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. Through the visual/microscopic examination the unit revealed that the septum had been pushed into the body confirming the defect. Further inspection revealed that the septum was adhered to the rim of the top body due to residue and a jagged edge visible on the rim. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that liquid leaked from the bd q-syte¿ luer access split-septum stand-alone device before starting the infusion. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020 (the second day of indwelling), when the nurse was ready to give the patient intravenous infusion, the catheter was evaluated, the nipple of the infusion device was connected to the joint diaphragm, and the liquid was found to leak from the septum. Then the nipple was pulled out and the septum was found to be hollow, and a new joint was replaced for infusion."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked from the bd q-syte¿ luer access split-septum stand-alone device before starting the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020 (the second day of indwelling), when the nurse was ready to give the patient intravenous infusion, the catheter was evaluated, the nipple of the infusion device was connected to the joint diaphragm, and the liquid was found to leak from the septum. Then the nipple was pulled out and the septum was found to be hollow, and a new joint was replaced for infusion."